Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation of the returned component found the posterior femoral condyle appeared to have fractured due to possibly insufficient bone cement to support the posterior condyle. In deep flexion, this could have put the posterior load on the post, causing the femoral component to flex under load, which led to the fatigue fracture. This report filed (B)(4), 2011.

Manufacturer narrative:
Event description - corrected the date of the revision procedure to (B)(6) 2010. (B)(4).

Event description:
It was reported that patient underwent partial knee arthroplasty on an unknown date and was subsequently revised due to pain. During the revision procedure performed on (B)(6) 2010, femoral component was noted to be fractured. Patient was revised to total knee.

Event description:
It was reported that patient underwent partial knee arthroplasty on an unknown date and was subsequently revised due to pain. During revision procedure performed on (B)(6), 2011, femoral component was noted to be fractured. Patient was revised to total knee.